Manufacturer narrative:
(B)(4).the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with cracked case at display window corners. The unit was received with a severely scratched lcd window.

Event description:
It was reported that the insulin pump had gouges on the display screen, which made it difficult to read. The blood glucose reading was 144 mg/dl. The customer stated that the damage had occurred from walking and knocking the insulin pump into things. Advised replacement of the insulin pump. Nothing further reported.